Event description:
Report of patient death shortly after hero thrombectomy performed in hospital with interventional radiology. Multiple attempts were unsuccessful at obtaining details and copies of patient records.

Manufacturer narrative:
The device was not returned. Attempts to get a copy of the autopsy report were unsuccessful. According to the reporting physician, the hero was not the direct cause of death but there was suspicion of pulmonary embolism. As with all esrd patients, this patient was at high risk for any number of sudden death events. Embolism is listed in our instructions for use as a potential complication. We provide guidance for preventing pulmonary embolism in technical bulletins and guidelines on our website. We monitor reports of pulmonary embolism through our complaint handling system, and to date the trending rate (B)(4) remains considerably lower than rates (B)(4) noted in our clinical studies and labeling which are comparable to the rate (B)(4) reported in an article for end stage renal disease patients. A comprehensive literature review conducted at the time of the clinical trial showed an average pe rate of (B)(4) for esrd patients. Wattanakit k, cushman m, stehman-breen c, heckbert s and folson a. Chronic kidney disease increased risk for venous thromboembolism. J am soc nephrol: 2008; 19:135-140. Lucas, g. Scientific review of adverse events related to the use of chronic hemodialysis catheters: 2007; on file at hemosphere, inc.